Event description:
The hcp reported during a routine refill, they were unable to fill the patient's pump as the pump had flipped in the pocket and the access port was not accessible. The hcp decided to explore the subcutaneous pocket where the pump was implanted to reposition and re-anchor the pump to the subcutaneous tissue. Upon opening the pocket, a large amount of pus was found involving the hardware. Pus and hardware were sent for cultures (no results reported). The patient's device was explanted and replaced. The drug used in the pump is baclofen 500 mcg/ml. No withdrawal was reported. The patient recovered without sequela.

Manufacturer narrative:
.